Manufacturer narrative:
Complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failures could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 9 complaints regarding 9 devices for this device family and failure mode" balloon dislodges from stainless steel tube" . During the same time frame 492,728 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002 a two-year review of complaint history revealed there has been 12 complaints regarding 13 devices for this device family and failure mode "cervical cup does not stay on device". During the same time frame 492,728 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00003 per the instructions for use, the user is advised the following; to unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal channel. Upon removing vcare, the surgeon should visually inspect vcare device, and the patient, to make sure that the entire vcare device was properly removed and no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Information was received via a medwatch (mw5086026) that the 60-6085-200a, v-care small uterine manipulator broke during a procedure on (B)(6) 2019. When attempting to remove uterus via the vagina, the v-care separated from the uterus. The green portion of the v-care as well as the plastic balloon broke off and were located in the vagina. Dr was able to gather the 2 pieces and robotically give them to the scrub nurse to move vaginally. The v-care was identified to have all pieces outside of the patients body. This report is being raised based on a device malfunction with potential for injury upon reoccurrence.